Manufacturer narrative:
Device analysis not available at the time of this report. A follow up report will be sent when analysis is complete.

Event description:
The hcp reported the low battery alarm was sounding. The pump was explanted and returned to the manufacturer for analysis. A follow up report will be sent when additional information is received.